Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead was observed to be dislodged resulting in phrenic nerve stimulation. While repositioning the lv lead, the guidewire was unable to advance through the lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.